Event description:
The affiliate reported the customer alleged elevated troponin I (accutni) results, above the acute myocardial infarction (ami), for two pts, involving access 2 immunoassay system. This is report number one of two. The elevated results were released out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) performed (B)(4) diagnostic test and failed specifications. The fse replaced the incubator belt bearing and performed a complete preventive maintenance (pm). The fse performed system check, which was within specifications. The fse performed repair verification per established procedures. The unit conformed to the MFR's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to the original MDR 2122870-2007-00172. All related medwatch reports: 2122870-2011-06050, 06051.